Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the attending surgeon felt as if the resident's technique was at fault when the device did not fire correctly causing malformed staples. The case was completed with pds sutures. There was no patient consequence.